Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The valve flow control assembly was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported that the tidal volume is not being achieved during pre-use checkout resulting in the loss of mechanical ventilation. There was no report of patient involvement.